Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the pump had an eri (elective replacement interval) message in the logs in addition to the low battery reset and safe state. The reporter stated that the pump was being replaced on the date of this report and would be sent back for analysis once the facility released the device, which would possibly be a few weeks per the reporter. No further complications were reported.

Manufacturer narrative:
The pump was returned and analysis identified a high battery resistance related to a manufacturing anomaly. Analysis also found that the alarm was out of specification due to an anomaly with the resonator. Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2,000 mcg/ml unknown baclofen at a dose of 96 mcg/day via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that an alarm was heard/confirmed by telemetry. A critical alarm for low battery reset occurred on (B)(6) 2017. Safe state occurred, the pump logs were checked. The symptom of increased stiffness was reported and regarded as a sudden change "one week ago". No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a business partner reported concomitant oral products included baclofen at 20 mg 3x/day, gabapentin at 300 mg 3x/day, and ibuprofen at 600 mg every 6 hours as needed. On 2011 (B)(6), the patient started treatment with lioresal [2000 mcg/ml] at an unspecified daily dose. The patient was admitted to the hospital from 2017(B)(6) to 2017 (B)(6) and from 2017 (B)(6) to 2017 (B)(6) with admission diagnosis of baclofen pump malfunction and urinary tract infection (uti). On 2017 (B)(6), in addition to the previously reported increased stiffness, the patient experienced increased spasms. The physician confirmed that the pump was interrogated and noted to have restarted (also reported previously as "low battery reset") after which it went into safe state mode. No other incidences were noted. On 2017 (B)(6), the pump was explanted, as planned. Following the explanation, the stiffness improved. The current statuses of the events of increased spasms and uti were not specified.